Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had experienced issues with the infusion set. The customer had experienced three instances in which they experienced severe hypoglycemia. The first two incidents had already been reported. During the third incident, the customer had fallen and was unconscious for 2.5 to 3 hours. The customer's grand-daughter found him after coming home from church. The granddaughter treated him with glucagon. The customer was considering ceasing insulin pump usage due to hypoglycemia unawareness; he no longer becomes noticeably shaky when his blood glucose declines. Troubleshooting did not occur for the low blood glucose. The insulin pump was not returned for analysis.